Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to end therapy. The hp would contact her peritoneal dialysis nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Per the call script, the hp was connected at the time of the alarm and the hp did not disconnect prior to the alarm. All the bags were properly spiked and connected. There were no extension lines used and there were no open clamps on any unused supply lines. Per the customer there was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The customer would discard the supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.